Event description:
The patient fell off of his bed and last felt stimulation two to three weeks ago. The ins was unresponsive to telemetry attempts by the clinician programmer, patient programmer, and recharger though it was still possible to turn the stimulation on and off using the recharger. The patient did not fall directly on the ins though the ins position looked different. The site looked bruised and "felt a little tilted". Prior to the fall, the patient was charging the device once every other week with all eight coupling bars and since the fall has had to charge every other day with two to four coupling bars. The clinician programmer indicated that the ins was discharged and a power-on-reset condition was displayed. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).